Event description:
It was reported that a pt underwent a dermatology procedure on an unk date and suture was used. The pt presented with an infection on the suture line as a red streak with swelling. There was pus which was cultured by the physician and the culture result grew out (B)(6). The pt was started on a course of antibiotics.

Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwtch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device product code and batch number associated with this event is not known. Three possible product codes and batch numbers are reported as follows: product code: j423h, batch bp2775, mfg date: 12/21/2009, exp date: 07/31/2014. Product code: j494g, batch cb6540, mfg date: 03/01/2010, exp date: 03/31/2015. Product code: j493g, batch cak057, mfg date: 01/26/2010, exp date: 01/31/2015.